Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
The user facility reported that the device overheated after a procedure. The procedure was completed successfully. There was no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device overheated after a procedure. The procedure was completed successfully. There was no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.